Event description:
It was reported that the patient states she is experiencing skin breakdown due to pw not working. Patient has been in the hospital twice already because she has gotten utis from not being able to use pw equipment. Patient did t/s and there is still no urine being suctioned into the canister, hears a hum. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: ¿ stop use if an allergic reaction occurs. ¿ do not use on users with skin irritation or breakdown at the site. ¿ the purewick flex female external catheter is designed for single use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. Placement note: if skin irritation or breakdown is seen, do not use the product. A DHR could not be performed since no lot number was provided. Based on the investigation results no additional action is required at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient is experiencing skin breakdown due to purewick not working. The patient has been in the hospital twice already because she has gotten utis from not being able to use purewick equipment. Patient did troubleshoot and there is still no urine being suctioned into the canister, hears a hum. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported